Event description:
It was observed that during the device evaluation, the evis lucera colonovideoscope exhibited white foreign material exiting from the air/water nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation results, the root cause for the foreign material could not be identified. The user possibly could not perform reprocessing properly due to leakage from biopsy channel caused by pinhole and remove the foreign material. The events can be detected and prevented in accordance with the following IFU. Detection method is described in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. Preventive measures are described in evis lucera gif/cf/pcf/sif type 260 series reprocessing manualchapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.